Event description:
It was reported that when the device was interrogated there were question marks on the final printout where the rate response should be populated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.